Manufacturer narrative:
A sample was not received for evaluation as it was discarded by the customer. A device history record could not be evaluated as no lot number was provided. No additional information was received at this time. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark.

Event description:
Kimberly-clark received a report that during an epidural procedure for pain control, when the catheter was withdrawn it was noticed that the tip of the catheter was missing and remained in the patient. The missing tip was approximately 3-4 mm in length. They decided to leave the tip of the catheter inside the patient and do a close follow up. There were no symptoms of discomfort or high temperature post procedure or a few days after. Patient was doing fine. Report of the incident mentions two previous similar incidents in 2003 and 2004 that were never reported to kimberly-clark. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).